Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer touch screen was unresponsive and the display was broken and that it was not possible to update the programmer software. The programmer is to be dispositioned as scrap as it is no longer required. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch screen was unresponsive and the display was broken. It was also noted that it was not possible to update the programmer software. There was no patient involvement.